Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular occlusion, swelling, bruising, duskiness and livedo-mottled pattern is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: contra-indications: do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolization, occlusion of the vessels, ischemia or infarction. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to : inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/ or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane or infraorbital area may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Haematomas. Staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported injecting a patient with juvéderm volift with lidocaine in the lips. Patient developed a suspected vascular occlusion. Patient did not experience discomfort but a bruise appeared with swelling followed by livedo - mottled pattern with in 1-2 hours post injection. Patient was given warm compression, aspirin and the area treated with hyaluronidase within 2 hours after the injection. Patient was treated again with hyaluronidase less than 24 hours later. Patient was also reviewed by another physician and noted the symptoms to be typical characteristics of vascular occlusion. The patient's duskiness and mottled pattern diminished and symptoms have fully resolved.